Event description:
I have been very sick since approx 1 year after getting mentor silicone cohesive gel breast implants. I have been diagnosed with autoimmune connective tissue disease (uctd - 2012). I have many other symptoms that do not coincide with uctd and have been to many various specialists with no answers. I was also told that I would be contacted by mentor periodically as part of a study to check to see now I am doing with the implants, I have not been contacted once.